Event description:
The complaint states: a sliver of black coating was found in pt while using the bipolar. The sliver was taken out. Surgeon continued to use the bipolar afterwards. After the bipolar was taken out, the grasper on the bipolar appeared to have a missing part of the coating (same shape as sliver). Overall, the surgeon was happy with this unit. No complications to the pt. Customer does not stock this item.